Event description:
The customer reported that their olympus hd autoclavable camera head was not producing an image during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer¿s investigation. Based on the legal manufacturer¿s investigation, the image was not displayed likely due to a damaged cable unit, as a cable replacement was needed at the facility. Since the device was not returned to olympus for evaluation, the legal manufacturer could not determine the root cause of the reported phenomenon. The DHR review confirmed that the device met the standard specification at the time of shipment. No anomalies found during the manufacturing of the device. The instruction manual instructs users of the following: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. A review of the complaint database revealed that no similar complaint was reported by the user facility on the same device; however, there was one similar complaint was found from a different user facility.